Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones while the patient is in the presence of telephone towers, which are where he works. A guidant technical services (ts) consultant discussed that therapy is inhibited in the presence of static magnetic fields, and provided the patient with a document concerning workplace emi (electromagnetic interference). To date, there have been no reported patient symptoms associated with this clinical observation.